Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred as soon as the patient was connected to the machine and the blood reached the arterial side of the dialyzer. The blood leak was noted as being an external blood leak. The leak was visually observed in the arterial hansen connector; it was visible that blood and dialysate was mix together. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Investigation: photographs of the dialyzer sample were provided. A total of four photos were received. The first three photos show blood visible in the dialyzer housing outside of the fibers, indicative of an internal leak. The final photo shows the dialyzer label/lot information. There was no photograph or indication of a leak external to the dialyzer. During the lot history review it was noted that there was one other complaint against the lot. The other complaint addresses a report of a blood leak that could not be confirmed with sample return/testing. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred as soon as the patient was connected to the machine and the blood reached the arterial side of the dialyzer. The nurse reported the leak was external, however pictures provided show it as internal. The leak was visually observed in the arterial hansen connector; it was visible that blood and dialysate was mix together. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred as soon as the patient was connected to the machine and the blood reached the arterial side of the dialyzer. The nurse reported the leak was external, however pictures provided show it as internal. The leak was visually observed in the arterial hansen connector; it was visible that blood and dialysate was mix together. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction provided in b5.